Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock for supraventricular tachycardia (svt). An atrial fibrillation (af) ablation procedure was performed after which the morphology was different and some t wave oversensing was observed in all vectors. Alternate vector was noted to be unusable as the r waves were too small. In addition, this patient has slow ventricular tachycardia (vt). A transvenous device system was being considered at the time. Additional information was received that this patient received an additional inappropriate shock in primary vector due oversensing of noise artifact. Technical services (ts) also observed previous noise episodes. Ts discussed troubleshooting options including obtaining an x ray, reprogramming to secondary vector and closely monitoring. This electrode remains in service at this time. No adverse patient effects were reported.